Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose due to a bent infusion set cannula; the customer inserted the infusion set and forgot to remove the needle guard. The patient's blood glucose at the time of incident was 650 mg/dl. The customer was treated with a 7-unit manual insulin injection. The customer was advised on proper infusion set insertion and usage. Two infusion sets will be returned and a replacement infusion set will be shipped to the customer.